Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a coronary intervention procedure. Reportedly, a cuff miss suture retrieval issue occurred with the prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 11fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link detachment and the posterior needle tip not ejecting from the posterior needle shank. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported needle to cuff miss was concluded to be related to a potential product quality issue due to the observed posterior need tip not ejecting from the posterior shank. The subsequent treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.